Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. The customer reportedly added cold insulin to his cartridge.